Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that there was air/water flow issue. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was a foreign material in the nozzle on (B)(6) 2021. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. There was a white foreign material stuck inside the nozzle. The component of foreign material was analyzed. As a result, the main component was silicone. Omsc presumed that silicone-based drugs such as antifoaming agents and cleaning agents used during the procedure and cleaning remained after reprocessing.